Event description:
It was reported that one day post implant, the lead thresholds increased. The lead was respositioned and remains in use. There have been no patient complications reported as a result of this event. The patient is a participant in (B)(4) study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.